Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. Patient inserted sensor into arm which is not an approved site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.